Event description:
While de-accessing a port with a huber set a nurse could not get the needle safety feature to engage. The nurse attempted to discard the defective device in a sharps needle box. The sharps container was full, but the nurse attempted to discard the defective device in a sharps needle box. The sharps container was full, but the nurse attempted to push the device into the box anyway. While pushing the needle into the full box the needle stuck the nurse.

Manufacturer narrative:
The initial reporter of the issue was contacted to obtain add¿l info. It was confirmed that the lot number of the device involved was not available. Also, the reporter added that the facility protocol for removing a full needle box is to close the box when 2/3 full and mark it for disposal in order to avoid having to force devices into a full box. Unfortunately, this protocol was not followed this case contributing to the issue. Vygon is currently in the process of investigating this device malfunction. The results of this investigation will be communicated to the FDA via a follow-up MDR within 30 days of the investigations conclusion.